Event description:
On (B)(6) 2012, it was reported that the patient had a change in therapeutic effect. Patient's pump was decreased by 30% in preparation to normal pump removal but patient complains of the does not being decreased "humanely". Patient feels like she was going through withdrawal. On (B)(6) 2012, the patient felt like she was "dying". Patient symptoms included high pain, fever, low electrolytes, felt weak, dizzy, and completely disabled. The patient went to the ER and was found to have kidney stones, a lymph node infection and a urinary tract infection. On (B)(6) 2012, it was reported that the dosage was reduced by 10%. The patient had symptoms of underdose. Patient had developed fibromyalgia, rheumatoid arthritis, copd , osteoarthritis, osteoporosis and a lot of "other painful conditions". It was reported the patient felt that 30% was too much, so she went back and she also had gallstones, headaches, breathing problems, and lots of issues. On (B)(6) 2012, it was reported the patient had symptoms of fever, nausea, anxiety, weakness, balance issues and heart palpitations. Patient wanted to be weaned off the medication and have the pump removed because she was concerned with long term use she was having memory issues. The doctor dropped patient due to drug addiction and needed treatment. The patients began having symptoms of being really sick, feels feverish, weak and sleepy. The pump was infusing fentanyl and bupivacaine. On (B)(6) 2012, patient reported withdrawal to fentanyl, bupivacaine, dilaudid oral, an unknown, and unknown oral, and morphine sulfate. The patient had requested 10% reduction increments but the health care provider (hcp) will only do 30-40% which left the patient dissatisfied. Patient was released by her hcp due to too much opioid use and was given an ultimatum of either detox or being "fired". Patient had found new hcp on (B)(6) 2012. On (B)(6) 2012, it was reported that patient had the following symptoms fever, nausea, anxiety, weakness, sleepy, balance issues and heart palpitations. Patient has many medical issues included fibromyalgia, complex regional pain syndrome, narcolepsy, "etc". On (B)(6) 2012, it was reported that eri would occur in 2 months due to normal battery depletion. On (B)(6) 2013 it was reported that the patient had pain and "rapid withdrawal". The patient is down in drug "60% and believe with 40% more to go" which has been "sheer hell". The withdrawals has been "bedridden 24/7" and can't think straight due to the withdrawal. Patient has "no electrolytes and no potassium." The patient was neglected from june to november and had infections and fevers from her kidney stone. The patient was in the hospital and was weak and had "lost control of bowels", diarrhea, and dehydration. The patient passed the kidney stones. On (B)(6) 2013, it was reported that the patient is now in "massive withdrawals" and will not be given oral medication to compensate. The patient was upset due to tolerance that had built up and now withdrawal. The patient was more independent before withdrawal process. During withdrawal, the patient was weak, in pain, and can't think "cognition is shot", can't drive or take care of herself. The patient is 100% disabled. Last appointment, patient made the provider switched her from oral morphine to oral dilaudid. The decrease in medication is why she has "blackouts, dizziness, heart palpitation, migraine headaches, increased severe anxiety, and a zombie and all that is wrong because of rapid titration." The patient was in the ER in early (B)(6) and though she was "dying" and had profuse diarrhea and nausea. On (B)(6) 2013, it was reported that the patient died on (B)(6) 2013. The cause of death was unknown.

Manufacturer narrative:
Product ID: 8709, lot# l75111, implanted: (B)(6) 2000, product type: catheter. (B)(4).